Event description:
Debris on scope in bay 1. Glutaraldehyde on scope in bay 2. Customer wanted the units checked.

Manufacturer narrative:
The investigation revealed that the scopes were not properly pre-cleaned before processing, the customer stated the user was new to this position. Upon further investigation, the custom ultrasonics technician found that the disk filters were partially occluded. The customer was unaware of the required maintenance of the disk filters. Custom ultrasonics did perform preventative maintenance, replaced the disk filters and retrained the staff. In reference to the two scopes with debris; the hospital representative states that there was no risk to the pts, due to the protocols in place, the scopes were cleaned and reprocessed. In reference to the occluded disk filters, there may have been a potential increased risk of infection associated with this breach, could not confirm if any risk to pts. There were no reported injuries.